Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. (B)(4) = partial obstruction of the lvot. Device not returned.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of zero days. On 11/16/2010 (through follow-up with the health-care provider), additional information was received. It was learned that the device was explanted due to partial obstruction of the lvot. According to the operative report, after the patient was weaned from cardiopulmonary bypass, the patient was noted to have some hemodynamic compromise. She required repeat boluses of volume and escalating epinephrine but her hypotension became more and more recalcitrant to correction. The tee revealed good mv fxn but suggested elevated velocities across the lvot. Her picture was consistent with a lvot obstructive pattern that seemed to not improve for long with volume and possibly worsened with positive inotrophy. The patient was placed back on bypass, and the valve was removed and replaced with another valve of the same model and size. Per the health-care provider, this was a procedure related event.